Event description:
The patient contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice pro during use during fill 6 of 6. The patient was connected. Prior to calling for assistance, the patient received a check lines and bags alarm and since all the bags were empty, they proceeded to disconnect the heater bag and reconnect a new bag. The baxter technical service representative (tsr) helped the patient end therapy and advised the patient to contact their nurse regarding removing and adding a bag while connected as this was a possible sterility issue. The patient would discard the supplies, drain manually, and contact their nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the report of the patient changing out the heater bag during therapy. The rn stated they were not aware of this. Baxter product surveillance recommended a review of proper procedures with the patient. The rn stated that the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.